Manufacturer narrative:
(B)(4). Dob - (B)(6). Implant date 2010. Report source: foreign - (B)(6). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported from a retrospective pmcf study in (B)(6) that the patient underwent revision for aseptic loosening of the tibia. The femur was retained. The event occurred several years postoperative. Attempts have been made and no further information has been provided.